Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission report noted the right ventricular (rv) lead spiked to high impedance measurements. There were high capture thresholds with loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had fractured. The lead was reprogrammed and subsequently capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).